Event description:
It was reported that the hl20 device displayed the error message: "head" during routine check of the device. No patient was involved. Reference number: (B)(4).

Manufacturer narrative:
It was reported that the hl20 device displayed the error message: "head" during routine check of the device. No patient was involved. A getinge field service technician will be sent onsite for investigation of the device. As soon as new information becomes available, a follow up medwatch will be submitted.

Manufacturer narrative:
The event occurred in turkey. It was reported that the hl20 pump displayed the error message: ¿head error¿. No harm to any person has been reported. A getinge field service technician was onsite for investigation. During the tests he made on the device it has been determined that the pump head was defective. The technician observed that the motor of the pump head was defective and it has to be replaced. After replacement the pump works to factory specification and was handed over to the customer. The defective pump head was not available for further investigation at the manufacturer site. Thus the reported failure could be confirmed. However the reported error message: "head error" could be linked to the following most probable root cause according to the hl20 risk management file: (total) fail of device because of: - failure of motor, motor controller or control circuitry the device in question was manufactured on 2017-04-28. The review of the non-conformities during the period of 2017-04-28 to 2022-08-12 does not show any non-conformity in regard to the reported product and failure. There is no indication that manufacturing issues occurred during this time, thus production related influences are unlikely. The occurrence rate was calculated for the reported issue and it was determined that this is not a systemic issue. Therefore, no remedial action is required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
Ref#(B)(4).